Event description:
Reported per medwatch 1402520000-2007-8002. It was reported that three days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician implanted a 2.75x28mm taxus express2 drug eluting stent in the mid left circumflex (cx). The physician also implanted two 2.5x28mm non-bsc drug eluting stents in the mid left anterior descending (lad) and one 3.0x18mm non-bsc drug eluting stent in the mid lad. The pt was discharged the following day. Two days later, the pt presented with chest pain and ECG changes. It was found that all four stents had thrombosed. Angioplasty was repeated with sub-optimal vessel patency post ptca. The decision was made to send the pt for CABG surgery for revascularization. Further info has been requested but has not been rec'd.

Manufacturer narrative:
Lot number as reported does not match lot number for this size stent. Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.